Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this pacemaker interrogation, the right ventricular (rv) electrogram appeared flat however there were to ventricular sense markers. Thresolds were tested in clinic and no anomalies were noted. It was reported the patient experiences lightheadedness when going from a sitting to standing position. Boston scientific technical services (ts) discussed possible postural component to thresholds and recommended further evaluation to ensure capture. No adverse patient effects were reported.